Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked display window corners, reservoir tube, reservoir tube lip and scratched lcd window. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery test due to button/keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly and experiencing high blood. The blood glucose at the time of the incident was 169 mg/dl. The customer states they are no able to input there blood glucose. The reason is because there is delayed button response from the buttons. The customer history was reviewed and noted a button error. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.